Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut/slice/hole in tubing. The sample evaluation did not identify a definite root cause. A batch review was not possible since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
A nurse reported to baxter (B)(4) that a leak was found on the tubing of the transfer set. The nurse reported that the tubing may have been pinched by something. There was no patient injury or medical intervention.